Event description:
AED deployed and the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Method: ECG was reviewed for this incident. Conclusion: shock was cancelled due to ECG morphology (rhythm morphed from a shockable rhythm to a non-shockable rhythm).